Event description:
Small femur fracture after insertion of femoral component and sleeve.

Manufacturer narrative:
Evaluation was not possible, as the products remain implanted. No revision has been reported. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported bone fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.